Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿

Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2011. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to infection. During the procedure, the tibial bearing was removed a replaced. The patient underwent another revision on (B)(6) 2015 due to infection. The tibial bearing was removed and replaced.